Event description:
The patient contacted animas on (B)(6) 2012 and stated that the ok and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings:during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were intermittently responsive. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, it was noted that the battery compartment was cracked on the side at the threads as well as below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.